Manufacturer narrative:
Additional information was received on 9/29/2020, patient experienced granuloma. Patient's implant was found to be intact. Reason for device explant and/or reoperation: granuloma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/2/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 9/21/2020. Device evaluation summary: according with the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on 9/21/2020, that explantation date was erroneously omitted in follow up report 1. Correction: patient had an explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 275cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient has a planned explantation and will be replaced with a like device on (B)(6) 2020.

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on 11/5/2020. Device evaluation summary: according to the information received, the patient experienced granuloma. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).